Event description:
The customer stated, that the paramedics were called and the customer was taken to the hosp for a low blood glucose reading of 34 mg/dl. Troubleshooting was performed and the insulin pump passed the displacement test. The insulin pump was also programmed correctly. Troubleshooting also revealed that the insulin pump gave a low glucose alarm, when the customer's blood glucose reached 68 mg/dl. However, the customer was asleep at that time and she did not hear the alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.